Event description:
It was reported that the implantable cardiac monitor exhibited an undersensing issue. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported complaint of r wave undersensing was confirmed. The root cause was intermittent r wave amplitude drop below the programmed sensing threshold. The device was performing per design. Reprogramming r sensing max sensitivity to 0.075 mv or 0.05 mv may help reducing r wave undersening in this device.